Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. However, the insulin pump had unresponsive buttons due to moisture keypad trace. Unable to confirm button error alarms. The device was received with missing end cap sticker.

Event description:
The customer reported having problems with unresponsive buttons. Troubleshooting was performed, and the up arrow did not allow her to navigate. The caller mentioned that the insulin pump was exposed to moisture. Her mother called the next day, and stated that the customer was in the emergency room due to high blood glucose of 350mg/dl. The mother stated that she bolused before eating dinner. Her blood glucose at that time was 140md/dl. Then she went out and returned three hours later feeling sick and vomiting. The mother stated that she went from 140 to 575mg/dl in three hours. No further information was provided.